Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2008. Patient further reported that an aspiration procedure was performed on (B)(6) 2015 due to an alleged painful tennis ball sized growth/cyst in the hip. A revision procedure has been indicated; however, no revision has been reported to date. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.